Event description:
Meter was reading inaccurately high. The patient obtained a 198 mg/dl and 92 mg/dl on the reported meter and an 89 mg/dl on another meter. The results were reported to have been 21 to 30 minutes apart. The patient did not have any symptoms during the time of concern. The patient took insulin following the sue of the meter and contacted emergency services. It is unknown if the patient was tested or treated by the emergency services. The patient did not alleged harm. There is insufficient information to indicate that the patient experienced ;injury or medical intervention due to the meter. Senior medical affairs specialist mailed a letter since the patient could not be reached. The customer service representative walked patient through a check strip test and the result fell within specifications. This indicating no malfunction in terms of the meter. However, the control solution tests failed the specified range for 4 different vials of test strips. Based on failed control solution tests, there is an indication that the test strips malfunctioned and meet the criteria for a medical device reportable. Patient's test strips were replaced.